Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump would not recognize the power source. The customer's blood glucose level was over 200 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer would continue to use the pump until replacement pump is received.